Manufacturer narrative:
The customer wore personal protective equipment and cleaned he spill. On (B)(6) 2011 a bec field service engineer (fse) replaced the split sample wash peri-pump tubing. Fse verified system performance to published specifications.

Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from the unicel dxi800 access immunoassay analyzer. The customer did not question patient or assay results no injury or exposure was reported.